Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a split at the end of the introducer sheath was confirmed, but the cause could not be determined. Three 4.5 fr x 10 cm microintroducers were returned for investigation. The distal tip of each introducer sheath was damaged. A microscopic examination revealed a longitudinal split at the distal end of each sheath. The leading edge of each sheath was deformed and crumpled adjacent to the split. What appeared to be dry blood residue was observed on the samples, which is indicative of use. It is possible that the split existed in the sheath before the sheath was inserted. The split would have allowed the material to catch on the tissue during the insertion process, which appeared to be the cause of the deformation that was observed on each sample. The length of each sheath and the outside diameter of the dilator were within specification. Since a split was observed at the distal end of each sheath, the reported complaint was confirmed; however, there was insufficient evidence to determine the root cause of the observed damage. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that three kits from the same batch experienced split proximal end of the introducer sheath prior to use of the products. The operator opened products from another batch to be placed in this patient. This report addresses the second of three kits.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx0984 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that three kits from the same batch experienced split proximal end of the introducer sheath prior to use of the products. The operator opened products from another batch to be placed in this patient. This report addresses the second of three kits.